Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of implant') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), perineal pain ("s/p essure perineal pain"), headache ("hospitalized for headache"), dizziness ("feeling dizzy"), hypoaesthesia ("left sided numbness") and asthenia ("weakness"). The patient was treated with surgery (to remove the essure and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, migraine, perineal pain, headache, dizziness, hypoaesthesia and asthenia outcome was unknown and the dyspareunia, back pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, asthenia, back pain, device dislocation, dizziness, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, perforation and perineal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2014,(B)(6) 2014 patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), migraine, headache, dizzy, numbness¸ weakness, perineal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new events abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), migraine, hospitalized for headache, feeling dizzy, left sided numbness¸ weakness, s/p essure perineal pain were added. Lab data were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.